Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). Recaptured codes on h6 (medical device problem code). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.214.114s-15, lot number: 9607p27. It was electronically reviewed and no nonconformance's/manufacturing irregularities were identified during the manufacturing process. The product was released on: 11 mar 2024. Manufacturing site: jabil grenchen. Expiry date: 01 mar 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an osteotomy of the tumorous area of the second metacarpal bone, followed by an autologous bone graft from the fibula shaft, and the remaining metacarpal bone and grafted bone (fibula) were fixed with a plate. When screws were inserted into the fibula, two screws broke under the head. The surgeon commented that because the grafted bone was from the fibula, the cortical bone was thick and hard. The screwheads have been removed from the body. The tip remains in the bone and the surgery was completed successfully with no delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA.